Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had insufficient light from the light guide, and unintentional misalignment of the therapeutic accessories during preparation for use. There was no report of patient harm or user injury associated with this event. Inspection and testing of the returned device found inside of lg lens might be dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) section: chapter 3 preparation and inspection (detection way included) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had insufficient light from the light guide, and unintentional misalignment of the therapeutic accessories during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. The investigation is pending and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.